Manufacturer narrative:
Concomitant medical products: 4968 lead (B)(6) 2011, 6947 lead implanted: (B)(6) 2011, 5076 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the patient experienced uncontrolled pain and a hematoma at the device site. Initially, the patient was going to monitor the site and no antibiotics were prescribed, however due to continued bleeding, swelling, and ecchymosis that extended into the axilla, the pocket was re-opened for exploration, the hematoma was evacuated, and antibiotics were started for the infection. It was later reported the device, right atrial lead, and right ventricular lead were explanted due to the infection; the left ventricular lead was capped. The system was later replaced. The patient was a participant in the (B)(6) trial ((B)(6).) No further patient complications have been reported as a result of this event.